Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as a part of the retrospective review of historical records.

Event description:
The user facility reported an impella cp in a 73 year old male patient for mechanical circulatory support for acute myocardial infarction. It was reported that after cp pump placement, there were suction alarms occurring and the patient¿s blood pressure (bp) had dropped as the patient had been diuresing on lasix. The lasix was held and the patient received a fluid bolus of saline to which the suction alarms resolved and the bp was back in normal range. The patient also experienced atrial fibrillation-rapid ventricular rate (rvr) and was placed on an amiodarone drip. The patient¿s breathing worsened and it was found that the mixed venous saturation dropped to 37% (normal 70-75%). As a result, shock alert was initiated and the patient was escalated to the impella 5.5. Surgical cutdown and vascular surgery were required to achieve hemostasis. It was further reported that sometime after explant, the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.